Event description:
It was reported that a transmit/receive quad knee coil manufactured by medical advances, inc. Was damaged wen a blanket covering the coil caught fire. An ankle scan using the knee/foot coil had been successfully completed. The site then began a lower leg scan using the signa body coil transmit. The ankle coil was not removed from the bore, prior to initiating the lower leg scan. The pt's foot remained in the knee/foot coil, which was plugged into the lpca and covered by a blanket. The blanklet ignited and was extinguished by the technologist. The pt did not require medical treatment and an injury was not reported. The MRI system covers were not compromised by this thermal event.

Manufacturer narrative:
A ge service rep performed on site signa system tests. The power monitor functional checks, power output check, basic scan functional test, ctl snr test, and spt were all tested successfully. The system was put back into service. Coil warning labels and the working safety section of the operator's manual warn against the use of body coil transmit when coils are in the bore. Medical advances, inc has been notified of the event.